Event description:
It was reported that the asymptomatic patient present in clinic with an alert for a non sustained lead noise episode. Sensing latency on the far field channel was observed. Programming changes were made. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.